Event description:
On (B) (6) 2010, the patient's mother reported the patient woke up this morning with a blood glucose reading of "hi" (over 600 mg/dl). Her normal range is 80-150 mg/dl. Symptoms are irritability and the patient bolused 14 units of insulin to treat her reading but it did not decrease. She then changed her insulin infusion headset and bolused 5 more units of insulin but her readings remained elevated. The mother had no further information as the patient was not there. The mother called back for troubleshooting once she was with the patient. The patient is monitoring her readings every 30 minutes but had not given herself any more insulin. The patient's infusion set has been in use for 2 days, and the battery and cartridge since yesterday. The patient used cold insulin to fill the cartridge and was advised to use room temperature insulin. The patient disconnected from her headset and tried to bolus 1 unit of insulin. Insulin flowed from the tubing. Troubleshooting did not find any product issues. The mother called back and stated the patient received another e4. The patient was assisted with clearing the e4 and priming all air bubbles out. She was advised to change her site location. The mother stated the patient has a lump of insulin at the site location where her body is not absorbing the insulin. The patient tested for ketones which were present. She was advised to contact her healthcare professional and monitor her readings. On follow up later the same day, the patient stated her blood glucose levels have been regulated by delivering a fast acting insulin via injection. The infusion set was replaced and requested to be returned for evaluation.